Event description:
It was reported that the 9600 system displays artifacts on all fluoroscopic images. There was no report of pt images.

Manufacturer narrative:
A ge service representative performed an investigation. Investigation identified the need to replace the ccd camera and the image intensifier. The identified components have been placed on order. It is believed that when the components are replaced, the reported problem will be addressed. If additional issues are reported, they will be reported as required.